Event description:
Underdose. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Several events were recorded on 24 october (reported date) however it seems that it is in the first part that matching information with the reported event were found : programming in sec/pri with flow rate @ 100 ml/h and vtbi @ 100 ml in secondary. But no start of infusion is done during 47 minutes, this delay could correspond at reported event. Note: in case of no validation of values, and/or no infusion start, an alert is triggered with visual led flashing and audible sound. The device was received to brézins for investigation. Device log review confirms a delay of therapy but due to a non validation of the start of the infusion. Several functional tests related to flowrate accuracy were performed and all the results were compliant with IFU specifications. The reported event could not be reproduced. For this device, except an un-start of device because of no validation, no technical cause can be identified compared to the complaint because nothing has been detected on the device.

Event description:
Underdose.